Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with erosion at the cuff site. The aus was previously removed. At a later date, a new aus was implanted. There were no additional patient complications.

Manufacturer narrative:
B3 date of event and d6b explant date: estimate, device was explanted(B)(6) 2023.